Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an ¿alert 38 motor stall¿ and an ¿unable to proceed¿ message during a supply change; no notifications were present on review, a dry run was completed after removing all supplies, and a subsequent supply change with new supplies allowed successful resumption of delivery. Symptoms included no reported adverse clinical effects. Outcomes included restoration of insulin delivery with no need for medical care. Investigation included guided troubleshooting and user education, including removal of supplies, a dry run, and reinstallation with new supplies. Investigation of this case revealed a transient motor stall associated with the insulin delivery mechanism that resolved after re-seating and replacing supplies, with no device damage identified through remote checks and functional verification by dry run. It was concluded, based on previously established findings for similar reports, that the cause was probable supply seating or installation issue resulting in a temporary motor stall.